Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The service representative did note the unit alarmed 'invalid circuit module' and would not mechanically ventilate. The identification printed circuit board was replaced, and the unit was returned to service.

Event description:
The hospital reported during pre-use checkout, the bag/vent switch was not operating as expected. There was no report of patient involvement.